Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure. During the procedure, it was reported the white lumen extension set was allegedly found cracked. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one blue luer extension leg to a hickman catheter was returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. The device was to be clean. The blue luer extension leg was patent to both infusion and aspiration. No leaks were noted. Hydrostatic pressure was applied by clamping the distal end of the extension leg and no leaks were noted as well. Therefore, the investigation is unconfirmed for the reported catheter crack issue as no crack and break was found during sample evaluation for blue luer. The definitive root cause could not be determined based upon available information. It is unknown whether patient/procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required b5, d4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the repair white adapter leg. During the procedure, it was reported the white lumen extension set was allegedly found cracked. There was no reported patient injury.